Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the customer¿s it department identified that the application was missing the required http strict transport security (hsts) header. Philips has started an investigation of this complaint (B)(4).